Event description:
As reported via the edwards clinical specialist, the patient developed a complete heart block after bav and received a permanent pacemaker implant s/p transcatheter aortic valve replacement (tavr) procedure. Initial bav was attempted with an edwards 20mm x 3 cm bav which slid out of the annulus repeatedly. The operators then switched to the 20mm x 6 cm zmed balloon and were able to perform a full inflation in the annulus. The patient then remained in complete heart block and required pacing. A pacemaker was inserted through the right internal jugular (ij) as they had prophylactically placed a cannulae in the right femoral artery and vein for in the event that ECMO would be required due to the patient's poor coronary reserve. The valve was deployed and trace paravalvular regurgitation was noted via tee. The patient received a permanent pacemaker implantation the following day after the tavr procedure.

Manufacturer narrative:
Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. Per the instructions for use (IFU), conduction abnormalities are a known potential complication after tavi. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). The exact cause for the reported complete block cannot be confirmed; however, in addition to the procedure itself, the patients underlying co-morbidities could have contributed to the event. In this case, the onset of the complete heart block was immediately post bav. Other potential causes and/or contributing factors include the patient underlying co-morbidities (i.e. History of rbbb and left anterior fascicular block). No further actions are required at this time.